Event description:
It was reported that during a bankart repair procedure using the speedlock implant with inserter handle, the anchor did not set and then bent. The anchor was successfully retrieved from the pt, however, it was necessary for the surgeon to drill a new bone hole. The procedure was then completed using a backup speedlock implant with further delay. There were no pt complications reported as a result of this event.